Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient was hospitalized with a high blood glucose of 445 mg/dl and ketones. The patient was at school when the high blood glucose levels and large ketones were discovered. The school nurse called the patient's mother, and the mother took the patient to the emergency room. The patient was treated and released. Nothing further was reported.